Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, after the catheter was placed, the stylet could not be withdrawn with effort, and there was resistance to pushing saline, which prevented it from working properly, and it was successful after the catheter was re-switched for puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult stylet removal is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc with its inlaid stylet and attached t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter showed blood and saline residues throughout the device. The stylet appeared to be pulled out slightly from its rubber septum. Several bends were observed along the proximal end of the stylet proximal to the rubber stopper. A functional test of attempting to infuse water into the t-lock assembly using a 12 ml syringe revealed the catheter and t-lock assembly was patent to infusion without notable resistance. Functional testing of attempting to pull the stylet through the rubber stopper revealed no excessive resistance. Functional testing of attempting to unscrew the t-lock assembly from the catheter and remove the stylet from the catheter revealed no observable resistance. A microscopic observation revealed specks of a small, white substance along the stylet, presuming to be either dried saline solution or stylet coating material. The stylet is intended to be flushed before attempted removal from the catheter. Pulling the stylet at an angle out from the rubber stopper may cause the stylet to bend, kink, or delaminate. Because the complaint could not be replicated, the cause of this failure is unknown. This complaint will be recorded for future trending and monitoring purposes.